Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:capsular contracture (baker grade IV) manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient who underwent a breast augmentation primary with mentor smooth round high profile, 380cc saline prostheses developed bilateral capsular contracture (baker grade IV) in both of her breasts. As a result, the patient scheduled for removal on (B)(6) 2021. This report relates to the right prosthesis.